Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the burning sensation is felt with the ins on or off. The patient has an appointment with at a pain clinic and a manufacturing representative (rep) will be there. The issue has not been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that patient did see the provider at the pain clinic and it was determined that the cause of the burning/irritation was due to the patient losing weight and the stimulator becoming more superficial to skin. Doctor plans for a pocket revision. Authorization has been sent in but waiting for approval. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that since day one it takes the patient forever to recharge his stimulator. The patient had a pocket revision and hopefully this will help. Stimulation is functioning fine though and the patient is getting decent pain relief. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that it was taking longer to charge back up. When down to ¼ battery and the patient charged to ½ and ¾ it took six to seven hours. The patient used to be able to fully charge in six to seven hours. There were no trauma/falls or medical procedures reported that could have been related to this issue; the patient just had massages. The patient had all eight bars when charging. It was noted that sometimes the patient had to keep the alternating current power cord plugged in while charging. The patient had not been reprogrammed in nine months or longer as of (B)(6). The issue began in 2017, about a month prior to (B)(6). The patient also had aching and burning at the ins site in his butt. It was noted that the patient saw a nurse the first of every month, and that he didn't have this issue on (B)(6). There were no trauma/falls or accidents reported that could have been related to this issue. The patient was to ask why he had aching and burning at the implant site when he goes in for the appointment on the first of the month. This issue began in (B)(6), a couple days prior to (B)(6). The patient noted that he had lost a lot of weight, but he thought that the ins was in the same position.